Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited pacing inhibition which caused asystole greater than 2 seconds on the right ventricular (rv) lead. The pacing inhibition was a result of loss of capture on the rv lead. The patient required external pacing and a temporary pacemaker until a permanent system could be implanted the following day. In addition, the pacemaker was found to be exhibiting high out of range pace impedances on the rv lead. The impedances were greater than 2500 ohms. The rv lead was suspected to be fractured, but that was not confirmed. The pacemaker and rv lead were replaced successfully. No additional adverse patient effects were reported.